Event description:
It was reported the pt (B)(6) is unable to establish communication with the ipg via the charging system. The pt reportedly has not recharged the ipg in approximately 10 months. Efforts to resolve this matter with use of a different charging system provided unsuccessful. Surgical intervention was undertaken to explant and replace the pt's ipg. Effective stimulation was captured for the pt following the procedure. The explanted device will not be returned to the manufacturer.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.